Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any adverse consequences associated with the patient? During the packaging of the anastomosis on a carotid, the thread detached from the needle, a new blister of the same package was taken with the same problem. They then opened a new package of a different batch and the surgery was completed without consequences for the patient. The operator is (B)(6) vascular surgeon. The impacted box has been set aside and we are waiting for authorization from the pharmacy to retrieve the material and be able to send it to you for further investigation. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a carotid artery procedure on (B)(6) 2025 and a suture was used. The needle detached from the wire during used. A second device was used, the same issue occurred. No adverse patient consequences were reported. Additional information was requested